Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath. Visual inspection of the device revealed that the main coil was heavily stretched and broken. The main coil suture was damaged. In addition the delivery wire was found kinked likely due to handling. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the main and delivery wire were confirmed to be in good condition prior to use. It is likely that the break as well as damages observed to the main coil were due to some procedural/anatomical factor limiting its performance. Based on the investigation results and available an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken/ fractured. No consequences to the patient were reported.